Event description:
After changing the start up kit tubing for the zoll thermogard xp temperature management system, it was noted that the pts bed was wet and the low flow alarm went off. The tubing was changed again and the next kit did not have a problem. On the tubing with the leak, a small hole was noted in the tubing.